Event description:
It was reported the patient experienced the first confirmed implantable neurostimulator (ins) overdischarge. Two physician mode recharges (pmr) were performed and successfully reset the device. It was noted the device switched over to a normal recharge. A power on reset (por) occurred. It was not specified what error code accompanied the por. The por was not successfully cleared. It was noted the patient had stimulation/therapy issues and had a loss of stimulation/therapeutic effect. The patient experienced less than 50% therapy relief. The location of the patient¿s symptoms was unknown. It was unknown if actions were required as a result of the event, or if any diagnostic testing/troubleshooting had been performed. It was noted the manufacturer representative (rep) was going to meet with the patient on (B)(6) 2014 to charge up enough to clear the por. It was noted the patient was not using stimulation because he fell some time ago and stated stimulation was not working on the left side like it was. It was noted the patient had not been able to get back in the office to meet with anyone due to personal reasons. The patient¿s status was noted to be alive with no injury. Additional information received reported the rep met with the patient on (B)(6) 2014. The rep was able to charge enough to clear the por and reprogram the device. The patient was able to get good stimulation. X-rays were performed and confirmed no movement of the leads. The patient was doing fine at the time of the current report, and was receiving effective therapy. Additional information received reported the patient was not getting any relief because ¿he stopped using since the fall.¿ the patient had reported stimulation had changed after the fall, but it was able to be recovered on friday. The cause of the fall was unknown, but it was not device related. It was noted the ¿por¿ was the only error code, and the por was cleared on (B)(6) 2014. The patient was reportedly doing fine and receiving effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).